Manufacturer narrative:
Initial and final (B)(4) device 2 of 3.

Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026.this issue caused the patients blood glucose level to exceed 500mg/dl and the patient was treated with a correction bolus. No further information is available.